Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer the lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that allegedly two days post procedure the patient had a severe bleeding with a graft rupture of three centimeters before the distal anastomosis of an av fistula. Reportedly, the patient underwent medical intervention for the graft removal. A severe wound infection was developed and the patient remains in the hospital for treatment.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection and functional/performance evaluation: the sample was not returned. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is inconclusive for the alleged graft tear. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Labeling/review: impra eptfe grafts do not stretch (are non-elastic) in the longitudinal direction. The correct graft length for each procedure must be determined by considering the patient's body weight, posture, and the range of motions across the anatomical area of graft implantation. Failure to cut the graft to an appropriate length may result in anastomotic or graft disruption, leading to excessive bleeding, and loss of limb or limb function, and/or death. Aggressive and/or excessive graft manipulation when tunneling, or placement within a too tight or too small tunnel, may lead to separation of the spiral beading and/or graft breakage. When suturing, avoid excessive tension on the suture line, inappropriate suture spacing and bites, and gaps between the graft and host vessel. Failure to follow correct suturing techniques may result in suture hole elongation, suture pull-out, anastomotic bleeding and/or disruption. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.